Event description:
Actuator failed, allowing table to rapidly tilt forward, patient slid off table to floor. No injury or intervention reported.

Manufacturer narrative:
Fluoroscopy table actuator failed causing table to tilt forward excessively, causing patient to slide off table top to floor, no injury or intervention reported. No other failures of this type in history of product cannot determine if product was misused.